Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle were blocked and bent. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the needles were blocked . It was also reported the needles wee bent.

Manufacturer narrative:
H.6 investigation summary: customer returned (3) open 5mmm, 31g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needles are blocked and bent. All returned pen needles were examined and 2 out of 3 samples exhibited a bent non patient end of the cannula. The remaining sample was tested and was able to expel properly without any observed defects. It is found to be user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. A DHR was unable to be performed due to an unknown lot number for needle clog & needle bent.

Event description:
It was reported that unspecified bd¿ pen needle were blocked and bent. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the needles were blocked. It was also reported the needles wee bent.